Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found only the distal portion of the lead was returned in one piece measuring 56.2 cm. External insulation abrasions breaching the outer insulation were noted at 5.5 cm to 6.7 cm and at 46.9 cm to 47.4 cm from the distal end. The abrasions were consistent with friction to another implant device or feature of the patient anatomy. Other damages found were consistent with surgical damage.

Event description:
This report is to advise of an event observed during analysis.